Event description:
Baxter reported 3 incidents of a patient's transfer set breaking after about two weeks usage. The affiliate reported the transfer sets had broken occluder feet causing the clamp not to function properly. Per affiliate, the patient received prophylactic antibiotics "zinaces" 1.5 mg ip in a 4 hour dwell time. Per affiliate, no patient injury was associated with this incident.